Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced disfigurement, pain, defective mesh, suffering, impairment of daily living, scarring, adhesions, folding of mesh, inflammation, sleep interruption, discomfort, mental anguish, disability, impairment, loss of enjoyment of life, nerve damage, hernia recurrence, nerve damage, and spermatic cord involvement. Post-operative patient treatment included hernia repair with new mesh, mesh removal, lysis of adhesions, nerve removal, physical therapy, injections for nerve pain management, and medication.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced infection, mesh failed, disfigurement, pain, defective mesh, suffering, impairment of daily living, scarring, adhesions, folding of mesh, inflammation, sleep interruption, discomfort, mental anguish, disability, impairment, loss of enjoyment of life, nerve damage, hernia recurrence, nerve damage, and spermatic cord involvement. Post-operative patient treatment included hernia repair with new mesh, mesh removal, lysis of adhesions, nerve removal, physical therapy, injections for nerve pain management, and medication.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: description of event or problem, other relevant history, brand name, common device name (product code, common device name), device identification(model#, catalog#, UDI#), explant date, report source, date received by MFR, (PMA/510(k)#), evaluation codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced mild discomfort, pain, nerve damage, spermatic cord involved, recurrence, inflammatory reaction around mesh, scarring, folded area of mesh, dense fibrous chronic inflammatory reaction, and chronic left groin pain. Post-operative patient treatment included revision surgery and excision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced chronic inguinal pain, infection, mesh failed, disfigurement, pain, defective mesh, suffering, impairment of daily living, scarring, adhesions, folding of mesh, inflammation, sleep interruption, discomfort, mental anguish, disability, impairment, loss of enjoyment of life, nerve damage, hernia recurrence, nerve damage, spermatic cord involvement, & dense thickened fibrinous scar tissue. Post-operative patient treatment included primary care, hernia repair with new mesh, mesh removal, lysis of adhesions, nerve removal, physical therapy, injections for nerve pain management, and medication.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: b5, b7 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced chronic inguinal pain, infection, mesh failed, disfigurement, pain, defective mesh, suffering, impairment of daily living, scarring, adhesions, folding of mesh, inflammation, sleep interruption, discomfort, mental anguish, disability, impairment, loss of enjoyment of life, nerve damage, hernia recurrence, nerve damage, and spermatic cord involvement. Post-operative patient treatment included primary care, hernia repair with new mesh, mesh removal, lysis of adhesions, nerve removal, physical therapy, injections for nerve pain management, and medication.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced chronic inguinal pain, infection, mesh failed, disfigurement, pain, defective mesh, suffering, impairment of daily living, scarring, adhesions, folding of mesh, inflammation, sleep interruption, discomfort, mental anguish, disability, impairment, loss of enjoyment of life, nerve damage, hernia recurrence, nerve damage, spermatic cord involvement, <(>&<)> dense thickened fibrinous scar tissue. Post-operative patient treatment included primary care, hernia repair with new mesh, mesh removal, lysis of adhesions, nerve removal, physical therapy, injections for nerve pain management, neurectomy, nerve blocks, and medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced legs go numb, inability to have sex, chronic inguinal pain, infection, mesh failed, disfigurement, pain, defective mesh, suffering, impairment of daily living, scarring, adhesions, folding of mesh, inflammation, sleep interruption, discomfort, mental anguish, disability, impairment, loss of enjoyment of life, nerve damage, hernia recurrence, nerve damage, spermatic cord involvement, & dense thickened fibrinous scar tissue. Post-operative patient treatment included medication, left groin exploration, primary care, portion of mesh excised, fray isolation of spermatic cord and ilioinguinal nerve, hernia repair with new mesh, mesh removal, lysis of adhesions, laparoscopic preperitoneal neurolysis, nerve removal, physical therapy, injections for nerve pain management, neurectomy, nerve blocks, and medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced mild discomfort, pain and recurrence. Post-operative patient treatment included excision surgery.